Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for about 30 seconds, the balloon ruptured. The device was removed without problem and a pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported. The patient was in good condition post procedure.